Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually analyzed. The visual inspection revealed the lead body deformed immediately distal to the is-1 connector pin and the segments with the conductor cables leading to the svc and rv shock coil were found deformed and conductor fractures were detected. These damages most likely occurred during the extraction procedure due to tensile stress. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was capped and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.